Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. The article noted that poor patient compliance with contact lens care may contribute to this condition. Based on all information, no causal factors can be determined and no conclusion can be drawn. Literature: journal of clinical & experimental ophthalmology australia (journal compilation 2009 royal australian and new zealand college of ophthalmologists).

Event description:
In (B)(6) 2007, a (B)(6) female patient presented at (B)(6) hospital and was diagnosed with acanthamoeba keratitis in the right eye. Patient was treated with phmb (polyhexamethylene biguanide) eye drops and po ketoconazole for three months. There was no change in visual acuity. Best corrected visual acuity at presentation verses last recorded was the same 6/9. A corneal scraping culture was performed and found positive for acanthamoeba keratitis. Specific cause of event is not known, however, the article notes that poor patient compliance with contact lens care may contribute to this condition.